Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that prior to use it was observed that the device had a high priority alarm: proximal pressure line disconnect message. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: per good faith effort (gfe) response received on 08/31/2023, no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair. The customer has repaired the unit on their own. The device passed required performance verification tests per philips standards and was put back into service. No parts replaced. No additional details regarding the reported issue are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.